Event description:
It was reported the epg (external pulse generator) was dropped, and the case is broken. The epg was returned for repair and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the upper/lower cases were broken. Analysis also found that one knob and bail cover were broken. One bail cover and one bail were missing. The display was missing segments and was out of electrical specification.